Event description:
(B)(6) called pharmacy to report cadd legacy pump is unresponsive when keypad is pressed and is unable to prime the pump. Pt has not started therapy yet and therefore has not experienced any ade due to pump malfunction. Notified dispensing pharmacy to send a replacement pump. (B)(6) is returning malfunctioning pump. No other information known. Pump serial number: (B)(4), due for maintenance 08/09/2018. Reported to (B)(4) by: health professional. Diagnosis or reason for use: pah.